Event description:
The customer contacted physio-control to report that upon powering on their device it had a white display and that all of the controls were unresponsive. A white display is indicative of a device lockup condition. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced both the system controller (sc) pcb and the user interface (ui) pcb assemblies. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio examined the removed ui pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic) chip, designator u4. Ic chip u4 was sensitive to cold temperatures. The removed sc pcb assembly was an ancillary part and there was no failure of the assembly.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.